Manufacturer narrative:
On 10/9/2007, acist received notification of a fourth user facility report: root cause: using the analysis of the failed a2000 syringes, as well as post market info, and fundamental engineering insights, the root cause of the failure was determined to be inadequate molding process. Process settings, in particular the injection pressure, post injection pressure, and post injection time was creating mold fill and cooling rate variation that resulted in meld lines and weaker material structure. While there was some supporting evidence that resin moisture content was outside of the MFR's recommendation no conclusive evidence indicates the material in these lots had unacceptable moisture content or that it was sufficient to impact material strength. And the testing associated the process changes to post injection pressure and time provides conclusive evidence to support the molding factors being the root cause. Corrective action: as an additional part of product release, acist has implemented burst testing of a sample from each manufacturing lot produced. Lots are not released for distribution if samples facture in the contrast port below 1700 psi. Acist and nypro are working on a new burst test fixture that allows testing of the syringe without having to build them into finished assemblies. This is being developed in parallel with the phillips tool updates to allow earlier detection of possible syringe issues. Acist and nypro are working together on enhancing the phillips tool to further improve the product. The current schedule has completion of these updates in 02/2008. In parallel with the above activites, nypro and acist are working on a new tool. This tool will eventually become the production tool. The current schedule has completion of the activities plus field testing to be completed in 08/2008. See scanned pages.